Event description:
During a lap appy, the pouch ripped when it was being removed through the trocar. The appendix came out and the bag fell into the abdomen. Both were removed with a grasper. The patient had been closed before it was discovered that the bottom of the bag was still inside. The patient was returned to the or for laparoscopic removal of the remaining portion.